Event description:
The manufacturer received info alleging a ventilator battery would not charge. There was no alarm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.